Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00257: plate, 3025141-2016-00258: screw 1, 3025141-2016-00259: screw 2, 3025141-2016-00260: screw 3, 3025141-2016-00261: screw 4, 3025141-2016-00262: screw 5, 3025141-2016-00263: screw 6, 3025141-2016-00264: screw 7, 3025141-2016-00265: screw 8.

Event description:
An implanted clavicle plate broke post operatively. The plate and screws were explanted.

Manufacturer narrative:
The screw was examined under magnification. Locking threads were damaged. The bottom of the screw head shows no wear so it may not have been inserted completely into the plate. Additional mdrs associated with this event: 3025141-2016-00257 follow up 1: plate. 3025141-2016-00258 follow up 1: screw 1. 3025141-2016-00259 follow up 1: screw 2. 3025141-2016-00260 follow up 1: screw 3. 3025141-2016-00261 follow up 1: screw 4. 3025141-2016-00262 follow up 1: screw 5 3025141-2016-00263 follow up 1: screw 6. 3025141-2016-00264 follow up 1: screw 7. 3025141-2016-00265 follow up 1: screw 8.